Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter was kinked was confirmed, but the exact cause of the damage could not be determined. One radiographic image was provided for investigation. The image showed what was consistent with a dual-lumen powerpicc. The section of tubing that was in the region of the upper arm showed a tortuous path. The distal tip of the catheter was not visible within the image. One 4fr dual-lumen powerpicc was also returned for investigation. The catheter had been trimmed to length at the 39cm depth mark. A semi-circumferential crease was observed between the 5 and 6 cm depth marks and a tactual investigation revealed preferencial kinking at the location of the crease. The dimensions of the catheter tubing were within specification. The insertion technique and patient factors could have affected the reported issue, but the exact cause of the kink could not be determined. The instructions for use (IFU) state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported "PICC line placed (B)(6) 2020. Nurse started having trouble with it on (B)(6)and x-ray taken showing kinked line about 5-6 cm in. Line was removed on (B)(6) and kept to be sent to bard for inspection. An rl was completed with our hospital. " additional info received 09/16/2020: "what type of catheter securement was utilized? Statlock stabilization device and adhesive dressing."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer2149 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC line placed (B)(6) 2020. Nurse started having trouble with it on (B)(6) and x-ray taken showing kinked line about 5-6 cm in. Line was removed on (B)(6) and kept to be sent to bard for inspection. An rl was completed with our hospital. " additional info received 09/16/2020: "what type of catheter securement was utilized? Statlock stabilization device and adhesive dressing."